Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint was received with return of the device. Failure event observed during analysis. Final analysis found an insulation abrasion at 20.7 cm to 21.3 cm and at 48.6 cm to 49.2 cm from the connector pin. The abrasion was consistent with exposure to constant friction with another implantable device.